Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the intra-aortic balloon pump (iabp). The stm was unable to reproduce the issue. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had an internal error, the circle kept spinning. The iabp did not booting up, only spinning icon and did not have the high pitch squealing sound associated with a boot-up error. It is unknown under which circumstances this event occurred and or a patient involved however; no adverse event was reported.